Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the pump indicated a data log corruption. The customer cleared the alarm and resumed insulin deliveries. Customer¿s blood glucose value was 230 mg/dl.